Event description:
It has been reported that after connecting the catheter, the monitor displayed "catheter could not make zero value over 9mmhg." The catheter was replaced. No patient injury or problems resulted.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.